Manufacturer narrative:
Event summary: two patient data files from the date of the event were returned and attached to gch. The first patient files showed at least one injection was performed with catheter 2af284 / 26979-02 on the date of the event and system notice (#(B)(4)) was received indicating a mechanical component error was triggered. The second patient data file showed at least four injections were performed with catheter 2af284 / 26979-02 on the date of the event and system notice (#(B)(4)) was received indicating a mechanical component error was triggered on application number four. Pressure overshoot issue was reviewed on all the applications. Upon visual inspection of balloon catheter 2af284 / 26979-02, results showed luer and coaxial connector had been damaged. Smart chip verification indicated the catheter was used for five injections. Since the catheter has been damaged, a performance test could not be completed (cannot perform the injection test with the test console). In conclusion, the balloon catheter 2af284 / 26979-02 failed the performance test due to the damaged luer. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.